Event description:
It was reported that the patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was removed and replaced with an ambicor penile prosthesis (app) because the cylinders would not inflate due to fluid leak. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.